Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. Medical records were provided for review. The medical records allege that a powerport m.r.I. Isp implantable port (catalog no. 4808060; lot no. Unknown) was implanted in a patient with a history of colon cancer after a prior left sided port became non functional. During the procedure, the old port and catheter were removed through two separate incisions, and the catheter tract was accessed with a guidewire, followed by placement of a dilator and peel away sheath. A new catheter was tunneled through the subcutaneous tissues to a freshly created chest pocket, trimmed to the appropriate length, and advanced into the vessel through the sheath. The new port was accessed, aspirated easily, flushed, and the surgical sites were irrigated and closed. Several months later, a computed tomography (CT) scan of the chest demonstrated central venous thrombosis involving the left subclavian vein with extension toward the superior vena cava, along with evidence of pulmonary embolism. Additional imaging confirmed occlusion of the left brachiocephalic vein and the superior vena cava in the region of the left sided port a cath. A few days after these findings, the left sided port was removed. A horizontal incision was made, and the device was dissected free and removed intact. The incision was then closed with sutures. Shortly afterward, the patient underwent placement of a right internal jugular port a cath under ultrasound and fluoroscopic guidance. A chest incision was made to form a subcutaneous pocket, and the port was secured to the underlying fascia. Through a separate neck incision, the right internal jugular vein was accessed using ultrasound, followed by advancement of a guidewire, and placement of a dilator and peel away sheath. A subcutaneous tunnel was created from the right chest wall to the neck, and the catheter was passed through the tunnel, trimmed to appropriate length, and advanced into the vein. The port was accessed, flushed, heparin locked, and all incisions were closed. Therefore, it can be confirmed that the patient had experienced nonfunctioning port. However, the relationship to the port is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that, sometime after the port placement, the port was allegedly not functioning. Subsequently, on (B)(6) 2016, the port was removed, and a new port was implanted. There was no reported patient injury.